Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n153155, implanted: (B)(6) 2008, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Additional information was received and it was reported that the patient had withdrawal symptoms of increased sweating, shakiness, ¿feels like I¿m crawling out skin¿, and increased pain. There was more than one motor stall with recovery noted in the event logs. The cause of the motor stalls was unknown. The patient had had a brain MRI and this caused a motor stall, but then it restarted. The pump stalled again and then did not recover. The patient outcome was reported as ¿patient not recovered, symptoms/issues ongoing¿. The pump was going to be replaced.

Event description:
It was reported that the pump was alarming. Telemetry confirmed a motor stall. The stall was constant. The logs showed that the pump stalled (B)(6) 2014 at 17:11. The patient had not had an MRI (magnetic resonance imaging); it was noted that the patient did have an mra (magnetic resonance angiogram)/angiography two weeks prior. The patient had withdrawal symptoms that came on suddenly yesterday ((B)(6) 2014). The device system was delivering fentanyl and baclofen. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information later reported the pump was explanted and replaced. The patient status at the time of the report was noted as alive, no injury.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).